Event description:
The pt experienced a surging sensation in her area of paresthesia leading to falls and trauma. There was no known accident or incident related to this complaint. The pt was at home at the time of the complaint; her status was reported as 'fair'. Two days later the pt was seen by her hcp. The pulse width was decreased to 360 microseconds. The cervical placement of the lead made it more sensitive to movement. Impedances were fine. The charging interval was 29 days. Coupling was normal. The pt had gained some weight which had made coupling more difficult, but still attainable. After reprogramming the surging ended; pt outcome was reported as 'good'. The hcp was satisfied with the outcome.